Event description:
It was reported that the procedure was to treat a lesion in the left internal carotid artery. The emboshield nav 6 embolic protection system (eps) filter was prepared and deployed. It was successfully used for the procedure. When the physician went to retrieve the filter, it was not able to be fully collapsed into the retrieval catheter. It looked like the nitinol frame was hindering it from going inside the retrieval catheter, however, the filter closed enough to safely remove it with the retrieval catheter. After it was removed, they checked the basket and found no debris that would have hindered the filter from collapsing. It was the frame of the filter not collapsing. There was no resistance during removal of the filter which was mostly captured inside the retrieval catheter. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual was performed on the returned product. The reported retraction problem could not be confirmed due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. Based on the reported event description and evaluation of the returned unit, a definitive cause for the reported retraction problem could not be determined. It may be possible that anatomical conditions contributed to the difficulty and may have prevented the filter from collapsing properly; however, this could not be confirmed and there was no damage or anomalies noted to the nitinol frame. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.